Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation (evl) procedure esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the speedband superview super 7 had a deployment problem and the bands did not deploy properly. When attempting to use the device two or three bands deployed together. The procedure was completed with another speedband superview super 7 device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned without any visible damage in the handle section. The suture wire returned with seven knots. The ligator housing did not returned for the analysis. No other problems with the device were noted. The reported event of bands unable to deploy and prematurely deployment cannot be confirmed. Upon analysis, it was noted that t the device returned without any damage in the handle and the suture wire returned with seven knots. However, the ligator housing did not returned for the analysis. The most probable cause of the reported issue cannot be established due to lack of evidence. The ligator housing was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation (evl) procedure esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the speedband superview super 7 had a deployment problem and the bands did not deploy properly. When attempting to use the device two or three bands deployed together. The procedure was completed with another speedband superview super 7 device. There were no patient complications as a result of this event. Additional information received on october 8, 2025: the anatomy location is in the prophylactic hemostasis of esophageal varices.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h2 (additional information): block b5 has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation (evl) procedure esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the speedband superview super 7 had a deployment problem and the bands did not deploy properly. When attempting to use the device two or three bands deployed together. The procedure was completed with another speedband superview super 7 device. There were no patient complications as a result of this event. Additional information received on october 8, 2025: the anatomy location is in the prophylactic hemostasis of esophageal varices.